Manufacturer narrative:
Device evaluation in progress.

Event description:
The international customer reported the patient alerted the nurse that the air breathed was too hot and he had trouble breathing. The patient then desaturated rapidly and had to be taken urgently to the intensive care unit and was placed on another ventilator. The hospital biomedical engineer reported he observed the warmth of the air coming out from the ventilator, absence of flow, and that it would intermittently start normally and would sometimes not power down. The ventilator was returned to the manufacturer for evaluation and testing.